Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no sound despite the device testing within normal limits. External equipment was exchanged, however, the issue did not resolve. Integrity testing could only be performed when pressure was applied to the headpiece. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover, as well as a severed electrode, which is believed to have occurred during revision surgery. This inspection also revealed a dented top cover. The device pass photographic imaging inspection. System lock could only be obtained at certain spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the rga test limit. The source of this problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.